Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported doctor performed a posterior spinal fusion on a scoliosis patient and when it came time for final tightening the surgeon noticed that both final torque drive were stripped at the distal end tip. Another set was present during the time of surgery, therefore we opened another tray which contained a final torque drive and we completed the case without delay successfully. Nothing broke inside the patient, the patient was not affected. I have nothing further to add regarding this complaint.